Manufacturer narrative:
This report is submitted on september 24, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on an unknown date. The patient was reimplanted with a new device during the same surgery.